Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia attributed to two infusion set failures associated with the ilet system, including one event of site leakage without a bent cannula and a second event in which the needle guard was not removed prior to application, consistent with incorrect infusion set deployment or connection; the highest reported blood glucose was approximately 400 mg/dl and the issue was resolved after a supply change. Symptoms included headache and trace ketones without diabetic ketoacidosis. Outcomes included elevated blood glucose requiring troubleshooting and user education, with no hospitalization. Investigation included complaint intake review and user troubleshooting focused on infusion set application and site integrity. Investigation of this case revealed user error related to infusion set application, including an unremoved needle guard and a leaking site, consistent with an incorrectly deployed infusion set or connector issue. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.